Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received a vibratory alert for high out of range hvli. Gradually increasing hvli was observed. Review of the session records suggested physiological issues rather than a lead issue. However, high impedance can lead to inappropriate therapy. Monitoring the vectors and considering dft testing was suggested. The patient will be monitored with a follow-up.